Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) sensor was worn out. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. The reported issue was due to a defective main board. The main board and dso sensor will be replaced to address this issue.

Event description:
It was reported that the pump showed error code 1660 indicating a watchdog issue. There was unknown patient involvement. No patient harm/adverse event was reported.